Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the cases were broken but could not confirm that the output connector was defective. Analysis found that the upper and lower cases were broken and contaminated, that the battery release and lead flex cover were contaminated, that the two side bail covers and the ring cover were broken and that the two side bails and the ring were missing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had defective cases and input connector. The generator was returned for service. No patient complications have been reported as a result of this event.